Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned.

Event description:
It was reported that the lead showed good thresholds at implant, but 3 hours later, there were very high stimulation thresholds. An x-ray showed no clear dislodgement. The doctor replaced the active fixation lead with a passive fixation lead. No patient complications were reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.